Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with antibiotics (specific type and duration not reported). The implanted device remains. Additional information has been requested but not made available at the time of this report. This report is submitted on june 09, 2023.

Event description:
Per the clinic, the patient underwent a drainage of the hematoma (specific date not reported). The implanted device remains.